Manufacturer narrative:
A medtronic representative, following-up at the site, reported the surgeon stated they were accurate prior to the sacral screw placement and that no screws required repositioning. The surgeon noticed the inaccuracy before placing the other screws, while using the passive planar and tap. A medtronic representative performed a navigation system check-out. System was also checked-out with the o-arm 1000 imaging system and results were accurate. Noted was that the surgeon was using a percutaneous pin that possibly moved after the spin. All areas passed. Issue resolved.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 5cm lateral inaccuracy. After a spin was taken with the o-arm 1000 imaging system, the sacral screws were placed and the first was deemed accurate. The inaccuracy was observed when the surgeon began to position the l5 screw. The surgeon was using a percutaneous pin. When asked if the reference could have moved, the surgeon was certain it had not. It was noted that the patient was very thin. No additional o-arm spins were taken, the surgeon proceeded using a c-arm. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Missing method, result and conclusion codes provided.additional information: the system performed as intended during subsequent surgeries and the reported event could not be duplicated by medtronic personnel. The most likely cause was reference frame movement in relation to patient anatomy.